Manufacturer narrative:
Philips service performed a reboot and flagged the electrical issue for the in-house team. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system exited due to undervoltage, and a reboot resolved the issue on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.